Event description:
The customer alleged that while performing a suctioning manuever on a pt, the 840 ventilator went in the safety valve open mode and stopped ventilating. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. There was no report of any pt harm or injury. The unit passed extended self-testing. No parts were replaced.